Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address knee pain and swelling she had been experiencing for about five years. Osteolysis and metallosis were found, and the insert had worn clear through on the medial side. The baseplate also was worn in a quarter-sized area.